Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of peripheral causalgia and spin al pain. It was reported that their previous battery died faster. The ins died about 9-10 months after implant before it was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient confirmed her previous batteries were replaced due to normal battery depletion. The patient noted that the previous batteries were non-rechargeable two year batteries, and they were on high settings. No symptoms or further complications were reported/anticipated.